Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: during investigation, the battery compartment and cap were found to be undamaged and able to fit securely to the pump. The pump powered up with auditory and vibration to a blank screen. The original complaint of the ¿intermittent power¿ was unable to be adequately investigated due to the blank screen. The pump¿s cover was removed and a component was missing from a single component on the printed circuit board. The cap contacts were within specification. Unrelated to the original complaint, there was moisture corrosion found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 2 date of submission 10/04/2016 ¿ correction: the serial number for this pump is (B)(4).